Manufacturer narrative:
B5: describe event or problem - updated g4: date received by manufacturer - updated h6: patient code - removed 1924 note: the type 1a endoleak had self-resolved at the 30 day follow up with no further intervention. Additionally, type ii endoleaks are anatomy-related events and are not caused or contributed by the device; therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This is no longer a reportable event.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was observed. The physician implanted a palmaz (non-endologix) stent and ballooned the affected site twice more, however the endoleak remained unresolved. Therefore, the physician elected to monitor the patient, who is reportedly in stable condition. Subsequent to the initial report, additional information was provided reporting that the 30 day follow-up CT showed that the type ia endoleak had resolved. There appears to be a type ii endoleak (non-device related). The physician will perform an additional follow-up CT scan in six (6) months.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the alto abdominal aortic aneurysm stent system. During the initial implant procedure, a type ia endoleak was observed. The physician implanted a palmaz (non-endologix) stent and ballooned the affected site twice more, however the endoleak remained unresolved. Therefore, the physician elected to monitor the patient, who is reportedly in stable condition.